Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Debris was found in the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope nozzle was clogged. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no reported delay . During the inspection and testing of the returned device, the nozzle was found to be clogged, which had been attributed to insufficient cleaning. There was no patient/user harm or injury reported due to the event. This MDR is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information obtained regarding the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue the investigation was unable to determine a likely cause of the event. During the investigation, it was determined that the customer performed reprocessing per the instructions for use (IFU), flushed water and air to the air/water channel by using air/water channel cleaning adapter mh-948 and performed pre-cleaning on the scope immediately after procedure. While the device was under evaluation, technicans could not remove the debris. The debris was not identified. It was determined that despite the customer's adherence to the IFU, it was possible that the debris could not be removed at the customer facility. Olympus will continue to monitor the field performance of this device.